Event description:
The customer stated the insulin pump was exposed to a CT scan and an internal nuclear test. The customer also stated she had been experiencing low blood glucose levels. The displacement test was performed and the insulin pump failed the test. The displacement test was performed a second time and the insulin pump passed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.